Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection failed due to detached needle. The wearable was also provided for investigation. An external visual inspection was performed and passed. The probable cause could not be determined. Additionally, detached needle occurred. No injury or medical intervention was reported.